Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they replaced the front end board, and the iabp was released for clinical use.

Event description:
The customer reported that the pressure input which is part of the front end board on the cardiosave intra-aortic balloon pump (iabp) was damaged. A getinge technician provided the customer with the part number for the front end board to purchase. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.